Event description:
During troubleshooting, MFR's product support agent determined the compact plus system did not display a specified error, the customer was unaware. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.